Event description:
Reporter alleged blood glucose measured 343 mg/dl back to back with a result of 103mg/dl when testing was performed 20 seconds apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.